Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the "clip would not deploy." Follow-up was received which revealed that the physician was not able grasp tissue with the clip assembly. Reportedly, the clip "would slip off without taking any tissue." The procedure was completed using another resolution clip device. No patient complications were reported as a result of this event. This event has been deemed a reportable event based on the investigation results; oversheath cut.

Manufacturer narrative:
(B)(4). A visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the oversheath, which was visibly stretched, was found to have approximately 3" cut from its distal end. The missing section was not returned for further analysis. A kink was present in the control wire. The condition of the returned incident device was not consistent with the reported event as the device was received fully deployed and without the clip assembly for analysis. However, the evaluation revealed that the oversheath¿s distal end was cut and a section was missing. Since the exact cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.